Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow up, a fracture was suspected on the epicardial (right atrial) (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.